Event description:
It was reported that during an embolization treatment of an avm, a scepter mini was used in combination with squid18. Preparation was performed without incident. During the procedure, the physician tried to fill the balloon to occlude the vessel. This attempt was unsuccessful as the balloon was reported to leak not occluding the vessel. The procedure was continued with a new scepter mini. The patient was reported to have a good outcome.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
Additional information / b5: received indicated, that at the time of inflating the balloon, no liquid embolic had been used yet. Additional information in the following sections g4, g7, h2, h3, h6: (summary device evaluation) summary device evaluation: the investigation of the returned scepter mini balloon catheter found the hub and guidewire lumen occluded with material consistent with squid 18. Furthermore, the inflation lumen and balloon were found to be occluded with residual dried contrast. The balloon was attempted to be inflated during the investigation; however, the balloon could not be inflated due to the contrast occlusion in the inflation lumen. No bends, kinks, or breaks were found along the surface of the device and the balloon did not show any signs of visible damage. As the balloon could not be inflated, this investigation could not determine if the balloon did exhibit a leak as described in the reported event.

Event description:
See h10.